Event description:
Pluer-evac chest drainage system was inserted on 1/15/92 following a spontaneous pneumothorax. The model number is intended (according to the manufacturer) to be used as a chest drainage system, as well as an auto-transfusion unit. For this reason a clamp on the patient tube. Clamp is extremely flexable and easily closes with minimal pressure. At some point, the clamp was closed and resulterd in a large pneumothrox that had previously been described immediately after the insertation of the chest tube, to be minimal (x-ray report of 1/15/92). Once clamp was removed from the system (the surgeon broke the device in order to remove it), the patient had a resolution of the pneumothorax within 48 hoursdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design - inadequate, unanticipated adverse reaction - short term, control switches/knobs/toggles. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.